Event description:
Pediatric case, patient's dob is (B)(6) 2015. Carbomedics mechanical valve sz 16 was explanted after 1.1 years on (B)(6) 2017 for an unknown reason. It was replaced by carbomedics mechanical valve sz 21 on the same day.